Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was 500 mg/dl at the time of incident. Customer treated with insulin injection. Troubleshooting found that the pump reservoir is cracked at the top of the reservoir compartment and the o rings are visable. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer declined to troubleshoot for high blood glucose. No further details given.

Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, minor scratched display window, broken off battery tube threads, cracked reservoir tube lip. The insulin pump alarmed prime during prime test due to loose/protruded drive support disk. Motor error alarmed during basic occlusion test due to loose/protruded drive support disk. Pump passed idle current test, run current test, self-test, off no power test, error test, displacement test and rewind. Unable to perform occlusion test, excessive no delivery test due to prime alarm.